Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lafosse, l. Et al (2010), arthroscopic repair of subscapularis tear: surgical technique and results, orthopaedics & traumatology: surgery a research, vol. 96 (8), pages s99-s108 (france). This study emphasizes on: to describe surgical technique, adapted to the type of tear, and reports results specific to arthroscopic repair of extensive subscapularis lesion of at least grade iii severity on 2 to 4 years' follow-up. The patients evaluated on course of this study: between january 2006 to december 2008, a total of 23 patients (18 male and 5 female) with a mean age of 63 years (range, 46-78 years) underwent arthroscopic repair. Surgery was performed using 2 double-mounted sutures (healix br 5.5 mm anchor with orthocord, depuy mitek). The mean follow-up was 32 months (range, 18-52 months). Complications mentioned in the article were: 1 patient had a secondary subscapularis tear. 1 patient had a postoperative supraspinatus tear. 1 patient had a secondary subscapularis tear with associated supra- and infra-spinatus tear.